Event description:
It was reported by the customer patient was sitting in hospital bed when she saw blood backed up in the red lumen. Nurse happened to be in the room and saw blood beading up outside the tubing, it appeared that there was a split in the tubing right before it enters into the white portion of the PICC. Patient is reported to be active but not overly active.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information received: it was reported the patient went back to the cath lab to get a new PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr dual lumen powerpicc sv was returned for evaluation. An initial visual observation showed use residue on the returned sample. A split was observed in the extension leg tubing of the red lumen. A microscopic observation revealed a split in the extension tubing of the red lumen, just within the distal end of the luer hub. Additional, but superficial tearing was also observed in the extension tubing of the white lumen. The fracture surfaces of the split and additional tearing were observed to be flat but uneven and exhibited cracks/fissures and beach marks, which are suggestive of material fatigue. However, the exact cause of the observed damage in the returned sample is unknown. Possible contributing factors include excessive pulling, twisting, and manipulation of the luer connector hub and/or extension leg. This complaint will be recorded for future trending and monitoring purposes.